Event description:
It was reported that the device showed the gray battery bar prior to implant. After four days of being stored in a warm room, the bar was still gray. The device battery may have depleted prematurely. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.